Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from re-occurring infection at the surgical incision, which initially occurred nine days after implantation surgery. A review of the device devices sterilization records shows that the device has been subjected to a valid sterilization process. This is a final report.

Event description:
The user suffered from a persistent infection over the left implant. Explantation took place on (B)(6) 2021. The device housing was found in place and electrode array fully inserted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a persistent infection over the left implant. According to study data, an adverse event was reported for redness and drainage from the left incision on (B)(6) 2021 (nine days after implantation) that resolved on (B)(6) 2021 with amoxicillin and mupirocin. On the (B)(6) 2021 swelling was reported. On (B)(6) 2021 the users mother reported redness with no fever. Antibiotics were prescribed and it was recommended not to wear the processor. The surgical incision was intact and the skin closed. The recipient had a type b tympanogram late after surgery and was concerning for possible otitis media. Medical records indicate a type b (flat) tympanogram on (B)(6) 2021, thus consistent with fluid or potential otitis media in the middle ear. Later incision and drainage was performed on (B)(6) 2021 and the user was treated with augmentin to treat the fluid collection in the left postauricular area. Preliminary lab results of cultured fluid revealed methicillin resistant staphylococcus aureus (mrsa), and the clinic started treatment with bactroban topical ointment on (B)(6) 2021.